Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an error code occurred. The user also reported that one of the gases was not visible. There were no reported adverse consequences to a pt as a result of this event.